Event description:
It was reported that the right atrial lead exhibited intermittent undersensing. The nurse reprogrammed the atrial sensitivity. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).